Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
It is reported that during use in patient the red security device on proximal shaft of the protege gps broke. The device was used in patient and the stent was placed successfully. No harm to patient occurred.